Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen. A pinhole was identified in the balloon wall 4mm from the proximal edge of the distal markerband. Microscopic examination of the balloon and markerbands presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left superficial femoral artery utilizing contralateral approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After non-bsc guide wire was advanced to cross the lesion and predilatation with a 1.5mm coyote es was performed, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was used for size up and the device was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact from the patient. The physician performed another predilatation with a 3mm coyote balloon catheter and then a non-bsc stent was implanted. The procedure was completed with post-dilatation of a 5mm balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left superficial femoral artery utilizing contralateral approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After non-bsc guide wire was advanced to cross the lesion and predilatation with a 1.5mm coyote es was performed, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was used for size up and the device was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact from the patient. The physician performed another predilatation with a 3mm coyote balloon catheter and then a non-bsc stent was implanted. The procedure was completed with post-dilatation of a 5mm balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).